Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient had experienced a pneumothorax requiring a chest tube and hospitalization. The lesion was 8 mm in size, located in the left upper lobe on a fissure, and was 0 mm from the pleura. The procedure was completed and ebus mediastinal staging was completed after the biopsy without issues. A post procedure x-ray and ultrasound revealed a pneumothorax. The "tiny" pneumothorax increased over the course of a couple of hours to a moderate size and the patient became symptomatic with chest pain; therefore, a 12 french pigtail catheter was inserted. The physician believed the cause of the pneumothorax was a fissure-based nodule <1cm in size and that there was a known higher risk of pneumothorax compared to typical ion cases. The physician reported that the pneumothorax could have potentially occurred via another biopsy modality. The patient was hospitalized overnight then discharged the following day. The diagnosis was early-stage lung cancer (non squamous cell lung carcinoma). There was no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.